Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Livanova/microport provided the following information: the patient is an (B)(6)-year-old gentleman, who has a history of chronic atrial fibrillation, complete heart block and a dual-chamber pacemaker in place. He is pacemaker dependent and has shown evidence of fracture on his rv lead with lead impedance greater than 3000 ohms and evidence of noise leading to inhibition of the pacing. His current device switches to unipolar with the increased impedance as a result. Our plan is to place a temporary wire followed by a new rv lead placement and replacement of pulse generator.